Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented remotely via merlin.net and the right ventricular lead exhibited noise. No sources of electromagnetic interference were detected. The patient would continue to be monitored.